Event description:
The dentist reported fracture of the healing abutment screw led to implant removal. The upper part of the healing abutment has been discarded.

Manufacturer narrative:
Visual inspection of the returned implant has confirmed that a fragmented device remained stuck inside of the implant. The lot number for the unknown healing abutment was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.